Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of not interrogating, it would not interrogate non-wirelessly due to a loose radiofrequency connector and therefore the link electronic module board was replaced and calibrated. It was further noted that the tabs on the power cord bay door were broken and the bay was replaced. The hard drive was reconfigured and the software reloaded. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer would not interrogate devices. Follow-up determined that the radiofrequency programmer head had been changed out but that the situation did not resolve. The programmer was returned for service. No patient complications have been reported as a result of this event.